Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an anaphylactic reaction, coincident with peritoneal dialysis therapy. The cause of the anaphylactic reaction was reported to be due to the betadine present in the minicap. On unreported date(s), the patient was treated with ¿respiratory support¿. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. On an unreported date, the patient experienced an anaphylactic reaction. Should additional relevant information become available, a supplemental report will be submitted.